Manufacturer narrative:
The insulin pump was received with blank display during boot up due to moisture damage on all electronic assemblies. The pump was unable to perform self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test and operating currents measure due to blank display. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that after inserting a new battery, the pump counted to 6 and it turned off. The customer tried 3 different batteries but the pump does not restart anymore. The customer will be sent a replacement pump. The customer will return the pump for analysis.